Manufacturer narrative:
The crep2 reagent lot number was 916764 with an expiration date of 31-jul-2026. Abnormal aspiration alarms were observed on the alarm trace data. The field service engineer (fse) found that the detergent needle was intermittently dripping into the cells. The fse replaced the tubing for the rinse unit and all associated valves. The customer had no further issues after the service visit. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant high results for 4 patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. Patient 1 initial result was 2208 umol/l. The repeat result was 71 umol/l. Patient 2 initial result was 1008 umol/l. The repeat result was 68 umol/l. Patient 3 initial result was 2262 umol/l. The repeat result was 100 umol/l. On (B)(6) 2026, patient 4 initial result was 454 umol/l. The repeat results were 94 umol/l and 86 umol/l.